Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate defibrillation therapy for a supra-ventricular tachycardia (svt) episode due to device programming. There was no allegation of malfunction with the device. The device was reprogrammed to resolve the event and the patient was stable with no consequences.